Manufacturer narrative:
Eval summary: during product eval, the condition of a pump with inoperable channel select buttons on channel a and b were discovered. There was no stated root cause for this event. The pump head module keypad on channel a and b were replaced to address the condition found during service. The pump was tested and returned within specification. This issue is currently being investigated.

Event description:
The device was returned to baxter for service. During product eval, the baxter technician reported an infusion pump with inoperable channel select buttons on channel a and b. There was no pt injury or medical intervention necessary. No additional info is available.